Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
Consumer reports post implant a realize adjustable gastric band, repeated episodes of pain and vomiting which started two weeks after the band was implanted and continued until explantation. In (B)(6) 2009, the pain and vomiting prompted a visit to the ER and later consumer was admitted. At that time the band was deflated, and there was 2cc removed. The consumer remained in the hospital for approximately one week. While in the hospital, the patient thinks the surgeon checked for slippage. Approximately two months later, the patient was seen in the primary care physician's office for pain and vomiting and was given phergan, toradol, and dalotid for pain. The patient was then sent home and a home health aide was sent out to give the patient fluids. The issue was resolved about 4-5 days later however still had difficulty getting 4oz. Of food down. Per the consumer, maximum amount of saline in band was 5 ml. The band was completely deflated in (B)(6) 2010. However, episodes of pain, nausea and vomiting continued. The band was explanted in same day facility with no reported complications.